Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. A backup audible alarm post was evidenced in the event history log (ehl). The alarm was also reproduced during power up. The alarm was produced because of an issue with the super capacitor on the main pc board. The problem source of the reported product problem was unknown. A root cause was not established. The main pc board was replaced to address the reported product problem.

Event description:
It was reported that the main board on the medfusion pump exhibited a backup audible alarm. The issue failed to resolve. No patient injury or complications were reported in relation to this event.